Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 211 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump has minor scratches on the lcd window, broken reservoir tube lip and cracked belt clip slot.